Event description:
Healthcare professional reported the day after injection with juvederm ultra and juvederm ultra plus in the nasolabial folds and upper lip, pt noted their upper lip was numb and their face was swollen. The healthcare professional assessed the pt 4 days later and noted the pt "looked normal and fabulous". During this assessment the pt stated that they were "nervous" about their appearance and kept making reference to their winkles; the injector noted the pt was "fine". Approx a month later, the pt was again assessed by the injecting healthcare professional because the pt had expressed concern about their face being swollen and red. At the time of assessment the healthcare professional noted the pt was touching their face frequently. The healthcare professional was not certain the swelling was device related and attributed the redness, noted as a "1cm round mark... In the upper right cheek" to the pt's constant touching of their face. No treatment was provided and the pt was informed that symptoms should resolve but to notify the office if any change in status occurred. Fifteen days later, the pt called the office complaining of lumps and bumps; as the injecting healthcare professional was unavailable, the pt went to another physician. This second physician stated that the "lumps and bumps" were "granulomas". Pt informed the injecting healthcare professional that the second physician indicated they had a massive infection or perhaps an allergic reaction; cipro was prescribed as well as vitrase. The vitrase was effective, but the lumps came back four days later". The second physician performed a culture, the results of which were "negative" but with "skin flora, border line cellulitis". Upon last examination it was noted that the pt still had two small nodules in the nasolabial folds, however, they were much smaller than when the pt was initially seen by the injecting site. The injecting physician indicated that the pt "visits a nursing care facility and that the infection may be due to the conditions at the nursing home", "some type of cross contamination". This is the same event and the same pt reported under MDR ID # 3005113652-2013-00142 (B)(4). This is the first MDR submitted for the first suspect product, juvederm ultra.

Manufacturer narrative:
(B)(4). Device labeling: precautions: as with all transcutaneous procedures, juvederm ultra injectable gel implantation carries a risk of injection. Standard precautions associated with injectable materials should be followed. Adverse events. Clinical eval of juvederm ultra injectable gel noted the following injection site responses; redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, discoloration.